Event description:
It was reported that during a ptca treatment procedure, the maverick otw 20/2.00 mm balloon ruptured at 10 atms on the second inflation. (The number of atms reached on the initial inflation is unk.) The lesion being treated was a calcified, 99% stenotic lesion in the distal left circumflex coronary artery. The dr used a runthrough 0.014" guidewire and a 6 fr launcher jl4 guide catheter to cross the lesion. The maverick otw 20/2.00 mm balloon was removed and replaced with another balloon to successfuly complete the procedure. No pt injuries or complications were reported. Pt status is reported as `good'.